Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory. The device was tested on the bench and high current into the electronics module was noted to be the cause of the reported inability to interrogate.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device could not be interrogated. Premature battery depletion was suspected. Device was explanted and replaced. Patient is doing well.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.